Event description:
It was reported that in preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. When the 3.0x12mm taxus liberte' drug eluting stent was being loaded onto a wire, resistance was felt. When the technician pulled on the stent delivery system to separate the wire from the stent, the stent became stretched and could not be loaded onto the wire. The device never entered the pt. The procedure was completed with another device. No pt injuries or complications occurred. Pt status is satisfactory.

Event description:
The customer states that a patient underwent an alleged hysteromyomectomy/total hysterectomy due to the presence of a uterine myoma in 2009. Five months later, an architect i2000sr total b-hcg assay result of 10.0 miu/ml was generated. Two months later, the architect i2000sr total b-hcg assay produced a result of 1600 miu/ml. Also, an ultrasound found the presence of pelvic fluid and a cervical cyst. At this point the patient's physician suspected a trophoblastic tumor and began chemotherapy on this patient. In the following month, after two rounds of chemotherapy, this patient generated an architect i2000sr total b-hcg assay result of 500 miu/ml. The patient's sample was also tested on an non-abbott platform and generated a b-hcg assay result of 4.6 miu/ml. Urine b-hcg was negative, and the blood sample tested on the abbott axsym platform generated a b-hcg result of 8.3 miu/ml. Serial dilutions of this sample generated nonlinear results on the architect i2000sr platform. In the next month, after a third round of chemotherapy, this patient generated an architect i2000sr total b-hcg assay result of 257 miu/ml. This sample generated a b-hcg result of 4.7 miu/ml on the axsym platform. There is no further impact to patient management reported.

Manufacturer narrative:
(B) (4). Customer returns were requested, but not received. Fifteen replicates each of architect total b-hcg panels were evaluated. Validity criteria and acceptance criteria were met; the grand means for each of the panels were within their respective specification ranges. Complaint activity was reviewed and identified no adverse trends in association with the issue currently under evaluation. The architect total b-hcg package insert contains information pertaining to causes of elevated patient results while using this assay, as well as the interpretation of such results. The current investigation determined that the architect total b-hcg reagent is performing as intended and meeting its safety, effectiveness and label claims. No malfunction of the product was found. As reported by the customer, this assay was used to diagnose and/or monitor a suspected trophoblastic tumor. The diagnosis and / or monitoring of this disease state is not covered by the label claims of this assay. The intended use of the assay is clearly stated in the assay package insert as the quantitative and qualitative determination of beta-human chorionic gonadotropin (b-hcg) in human serum and plasma for the early detection of pregnancy. The customer has been trained on our labeling instructions. This is a final report.

Manufacturer narrative:
Architect total b-hcg assay list#: 6c21-32 lot#: 66038m100.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.